Event description:
It was reported that a remote monitoring transmission was sent due to the patient complaining of syncope. There were atrial high rate episodes recorded that showed questionable intermittent atrial undersensing on the right atrial (ra) lead. There were 64 mode switch episodes noted. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.